Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to multisystem organ failure. The pump was not explanted. An autopsy was performed but it was unclear if the outcome was device or therapy related.